Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The patient samples were collected in 13x75 mm becton dickinson (bd) vacutainer tubes and centrifuged at 4,500 rpm (rotations per minute) for five minutes at room temperature. The samples were analyzed immediately following collection.

Event description:
The customer reported falsely low glucose modular (glum) results, for several patients, involving the unicel dxc 600i synchron access clinical system. One patient sample produced a result of 94 mg/dl which did not correlate with the point of care result of 153 mg/dl. The sample was reanalyzed and recovered a glum result of 154 mg/dl. The erroneous results were released out of the laboratory. All patient samples were reanalyzed and amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. The customer performed system troubleshooting and noted the air bubble, within the oxygen sensor, was larger than normal. The customer replaced the oxygen sensor and resolved the issue. Quality control (qc) was within the acceptable range prior to the event but out of specification after the incident. The instrument was returned to normal operation.